Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 30mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured below the rated burst pressure. There were no patient complications reported.

Manufacturer narrative:
Returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. There was contrast in the inflation lumen and the balloon was loosely folded. At 106.5cm from the strain relief, the inflation lumen was punctured. At 31mm from the tip of the device, there was a pinhole in the balloon which was located at the proximal end of the balloon at the waist cone transition. B3 - date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 30mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured below the rated burst pressure. There were no patient complications reported. It was further reported that it was a 3.00mm x 30mm emerge balloon catheter and not 30mm x 3.00mm nc quantum apex balloon catheter as previously reported.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided. B5. Describe event or problem- corrected. D1. Brand name : corrected from nc quantum apex to emerge. D4. Lot number: corrected from 0028712880 to 0028226537. D4. Expiration date: correction from 01/19/2025 to 06/15/2024. D4. Unique identifier (UDI) #: corrected from (B)(4) to (B)(4). H4: device manufacture date corrected from 10/19/2021 to 10/19/2021.

Event description:
It was reported that balloon rupture occurred. A 30mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured below the rated burst pressure. There were no patient complications reported. It was further reported that it was a 3.00mm x 30mm emerge balloon catheter and not 30mm x 3.00mm nc quantum apex balloon catheter as previously reported.